Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. The end-user was diagnosed with a urinary tract infection during hospitalization, which may have contributed to hyperglycemia. A follow-up report will be submitted when investigation is completed.

Event description:
On 02-sep-2025, the clinical team reported that on (B)(6) 2025 the end-user was hospitalized with hyperglycemia with blood glucose (bg) levels of 788 mg/dl following repeated supply changes where glucose values did not decrease. The end-user was admitted, treated with insulin injections, and discharged on (B)(6) 2025 with no reported long-term effects.